Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was high right ventricular (rv) lead impedance. It was further reported the high impedance was found on both right ventricular (rv) and superior vena cava (svc) coils and rv pacing. The lead was capped and replaced. No patient complications have been reported as a result of this event.